Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the generator had an e433 error displayed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3, h4, and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the occurrence of the event. It is likely the event occurred because the generator board was found defective as well as there being a wear-related issue. The age of the circuit board has probably affected its performance over time and contributed to this equipment breaking down. However, careless handling cannot be excluded. Olympus will continue to monitor field performance for this device.